Event description:
A hospital risk manager reported that a 2 mm piece of a disposable biopsy valve broke off and fell into a pt during a bronchoscopy procedure as a physician inserted a biopsy forceps into the scope's channel. The physician was unsuccessful in his attempts to remove the piece. Furthermore, the piece was never found nor observed in the bronchus in an x-ray following the occurrence. The procedure was completed with the same device and there was no adverse outcome related to the event.